Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify cal not accepted sg value not available alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer tried to put the new sensor in the morning, it went fine but was not calibrating. The customer's blood glucose level was 3.7 mmol/l. The customer¿s other blood glucose were 4.1 mmol/l, 4.3 mmol/l, and 4.8 mmol/l. The customer stated that the sensor went through the 2 hr. Warmup tried to calibrate several times but got a calibration not accepted alert. It was reported that the alert occurred because of the first calibration attempt after warm up. It was reported that the insulin pump passed the watertight. . The customer stated that the sensor was bent and then flattened over. The customer declined troubleshooting for low blood glucose and the sensor glucose value not available. It was reported that the blood glucose lowered to 2.4 mmol/l. The device will be returned for analysis.